Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). The DHR for lot 14624 was reviewed. No ncs, reworks, or defects were found. Additional information requested, and received: what was the date of implant? On (B)(6) 2017. Did the patient have an autoimmune disease? Recently diagnosed with lupus. Is the patient currently taking steroids / immunization drugs? Nsaids. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Slow motility. How severe was the dysphagia/odynophagia before intervention? Moderate, persistent. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes. Additional questions are being requested based on the following response, did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Slow motility. In regard to the slow motility, is this referring to gastric emptying, esophageal motility or constipation? Did the patient have a manometry study prior to implant? If yes, was the patients swallowing pressures strong enough to open the linx device?

Event description:
It was reported that the linx took place during an unknown procedure due to chronic dysphagia.